Event description:
It was reported that on (B)(6) 2013, the doctor inserted the catheter through the right jugular vein for the pt, and the insertion was successful. On (B)(6) 2014, the pt came back to the hospital and was told the cuff was detached and the catheter was exposed, and it was removed later. Reinsert a new catheter for the pt.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A log history record (lhr) of rewk1661 showed no other similar product complaint(s) from these lot numbers.